Event description:
Following a ptca/stent procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, four hours later the pt experienced pain which was followed by the formation of a 5x5 cm hematoma. Manual pressure and a femostop device were utilized to once again achieve hemostasis. Following this procedure the pt was noted to have good pulses, and the hematoma was noted to have diminished to 2x2 cm in diameter. The pt was discharged the following morning without difficulty or sequelae.